Event description:
Event was reported by call report. Perfusionist reported pump was working well while on a patient. Pt was being transferred & pump was unplugged; at this point, the pump made a high pitch noise. There was no alarm message on console screen. Clinical support specialist (ccs) asked the perfusionist to check battery charge; it was charging at 12.8v. When pump was connected to ac power, the light was green & battery light was yellow. The perfusionist stated the pump did not alarm in over twenty minutes. Css suggested the console be switched & the pump be checked by biomed. Sales rep was alerted & was able to get the perfusionist a loaner pump in the morning. The perfusionist said he would let pump run until loaner pump arrived & at that point, he would switch them out. There were no reported patient complications. Field service report states the following: symptoms - pump was on patient & working well but had an occasional squeal (5/12 alarm). It could be silenced by taping the side of the pump. The pump was switched out and taken to biomed.

Manufacturer narrative:
Evaluation: no part was returned. Biomed serviced the pump by unplugging & reconnecting the cables to the alarm board & power supply. The pump was checked, found operational and returned to service. No parts were exchanged. A device history record re-review was conducted on the reported pump serial number & it met all specifications & passed all in-process testing. Conclusion: no part was returned. After the cables were reseated, the complaint could not be duplicated. The root cause could not be determined with certainty.